Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation in the left atrium faradrive steerable sheath clear was selected for use. It has been mentioned that the faradrive was inserted into the body and the air was aspirated, but air was drawn in through the hemostasis valve. A starter guidewire and farawave were inside the sheath prior to, and/or at the time, the air was observed. The bubbles were observed in the sheath shaft. Air was observed when inserting the farawave into the faradrive. The starter guidewire tip was in the shaft part of the faradrive, preceding the farawave. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation in the left atrium faradrive steerable sheath clear was selected for use. It has been mentioned that the faradrive was inserted into the body and the air was aspirated, but air was drawn in through the hemostasis valve. A starter guidewire and farawave were inside the sheath prior to, and/or at the time, the air was observed. The bubbles were observed in the sheath shaft. Air was observed when inserting the farawave into the faradrive. The starter guidewire tip was in the shaft part of the faradrive, preceding the farawave. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.